Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed and the procedure was painful. The consumer's concurrent condition included allergy for remicade (infliximab) and nickel allergy. In an unspecified date the consumer experienced pain in abdomen, eczema, increase or heavy blood loss during menstruation, mood swings, menopause complaints, excessive sweating, and lung problems (short of air during exercise). The consumer reported relation and/or family problems and she could not perform her daily activities. Cycle test, gas test, bladder test, lung photo's, electrocardiogram were performed and nothing was found. She was referred to pulmonologist and cardiologist, treatment plan existed of a trainings program of 10 weeks to work on her condition. She also received unspecified medication as treatment. The outcome of the events was not recovered. The consumer had removal of essure procedure planned for (B)(6) 2016. Two fallopian tubes, uterus and ovary would be removed together with essure. Company causality comment:this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She had the essure removal scheduled. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 03-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She had the essure removal scheduled. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.